Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9344105. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 physical sample and 1 picture sample was received for evaluation by our quality team. Through examination of the sample, there was no saline solution and no tip cap and the rubber stopper is at 3ml. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the sample was tested for sustaining force and was within specification and a cause for the defect could not be determined. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: in the process of sealing the tube, half of the push cannot be moved, and the remaining liquid in the tube cannot be pushed. The remaining 3ml, does not cause harm to the patient.